Manufacturer narrative:
Qn# (B)(4). Upon review of the complaint details, it was determined that a complaint investigation is not necessary at this time per the reasons indicated below. An investigation into this failure mode ha already been performed for the reported product code. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed per the complaint trending global work instruction. The customer returned on unit for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be performed due to misalignment of the staples. The device was disassembled. Die casting anomalies on the forming tool were also discovered. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.